Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the pacemaker exhibited incorrect measurements. It was noted that the device had a software issue that causes a calculation error for battery longevity. No intervention was performed. The patient will continue to be monitored.